Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 x 2, implantable pacing lead, (B)(6) 2012; 5086mri45, implantable pacing lead, (B)(6) 2012; 305c25, tis sue valve, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The returned device found the battery to be out of specification for an electrical parameter. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory showed battery voltage eri on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.